Manufacturer narrative:
Follow-up # 1 ¿ (05/26/2014). The patient¿s meter has been returned on 5/13/2014 and evaluated by lifescan product analysis on 5/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿83 mg/dl¿ compared to ¿62 mg/dl¿ taken on another meter. This complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2014 at 6 pm while the patient was pregnant and working in the hospital, she decided to do a lfs meter to hospital comparison. She received the aforementioned readings and subsequently developed symptoms of ¿blurriness, dizziness, and tiredness¿ at the time of concern. There was no report of any diabetes management or required hcp treatment. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. The testing process was per the owner¿s manual. The unit of measurement was correctly set. The test strips were within the discard date. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia while using the lfs product to manage her diabetes. The lfs products were replaced and requested back for investigation.